Event description:
Information received indicates when the brake is activated, the casters would swivel.

Manufacturer narrative:
The technician replaced the caster stems and horns to repair the stretcher.